Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as fold flaw opening. Additional observation: no further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported, left side rupture. Device has been explanted and replaced.

Event description:
Patient reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified, device patch with lot number#: 2969504 and catalog number: 115-354g. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.